Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In additional corrected field: d10 concomitant product involved. Additional information: h6 and h10 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: during the user handling of the device by the user, it is likely that water invaded the scope connector, it is found that there was an anomaly in the electronic parts, for this an error message was displayed. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a b30 (scope communication error). The issue was observed during reprocessing and there was no patient or procedure involved.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on the channel tube the water tightness was lost, the universal cord had a scratch, the scope connector had corrosion, the scope cover unit was deformed, due to damage on the circuit board unit in the endoscope connector the distal end section got warm, the switch box had discoloration, switch 1 had discoloration, and due to damage on the charged coupled device unit the specified resolving power was not obtained. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.